Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips. The clips were jamming in the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.